Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radical nephrectomy, while the device was on a segmental renal vein, staples were well formed, up until the distal portion of the staple fire. At that point, the staple line was incomplete, the last 3mm. However, it had gone far enough across the vessel that everything turned out ok. Another stapler was used in order to fix the staple line and complete the procedure. There was no patient injury.